Event description:
It was reported that the insulin pump alarmed button error. The customer stated that they attempted to deliver a bolus and the numbers started ramping up on their own, without any input. The customer removed and reinserted the battery and that's when the device alarmed. The customer was able to clear the alarm, but the numbers were still scrolling up on their own. The customer stated that they wear the insulin pump on their bra, but the device had not been exposed to water; the device was dry. The customer's blood glucose was 154 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with button error alarm due to corroded keypad traces. No numbers scrolling up noted. Insulin pump had minor scratches on lcd window, cracked display window corner, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.